Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that around 6 am she went to wake up the patient, who was covered in vomit. Mother could see the cannula was in his skin, but was visibly bent. The pod had been worn between 36 and 48 hours on the upper buttocks. Mother checked the patient's bg (blood glucose) and it was 497 mg/dl, she also checked for ketones, which the results were large. Mother stated she gave him an injection and changed the pod. Mother stated they went to the hospital around 7:30 am, hospital checked bg and it was 415 mg/dl. The patient continued insulin delivery with the pod. Mother gave him boluses and did an increased temporary basal for a few hours. The hospital gave an IV for fluids and blood was drawn to check for dka (diabetic ketoacidosis). The hospital did not provide any insulin treatment. Patient did not have dka and was not specifically diagnosed. Mother stated he was vomiting and urinating frequently but did not have any other illnesses or medical issues being experienced. Mother stated he started to act like himself, was awake, talking, he was eating, and his bg was at his normal range. Patient was released at the hospital around 12:30 am. The hospital did not change the insulin doses nor change any settings. The hospital did not prescribe any medications. The device was thrown away.